Event description:
It was reported that stent damage occurred. The 32mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
The promus premier,ous , mr 24 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage, the struts on the proximal end were lifted and pulled distally. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 32mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noticed that the tip of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable.